Event description:
During an initial implant procedure, the right ventricular (rv) lead was bent and was not able to be implanted. A new lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of material twisted/bent was not confirmed. As received, a complete lead was returned in one piece without a stylet. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.